Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are getting error code 1063 (invalid test result, correlation coefficient too low) when running a patient sample on the axsym digoxin iii assay (list #6l07-20, lot# 42722q100) and error code 1113 (invalid test result, read value) when running the same patient sample on the axsym digoxin iii assay (list# 6l07-20, lot# 42740q100). There was no impact to patient management reported.